Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation was able to reproduce and confirm the customer reported issue of ¿melted tip¿. Failure analysis found thermal damage at the tip of the blades. The instrument passed electric continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy on 5 of 5 attempts with no signs of arcing. The severity of the melted tips could have potential fragments. The probable root cause is associated to mishandling/misuse of the device. The complaint was confirmed based on the failure analysis, which indicated that the device did contribute to the customer reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, inspection of the monopolar curved scissors instrument identified that the tip was melted. There was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar curved scissors instrument melted tip, an investigation was completed to determine the cause of this reported event. Although the complaint regarding reported failure was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.